Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted status post ramp right heart catheterization with cardiogenic shock despite increasing the pump speed. A computed tomography (CT) scan revealed a newly-discovered extrinsic outflow graft obstruction (eogo). The patient experienced fatigue and elevated creatinine. The patient reported that there were no alarms, and no alarms were seen upon interrogation. Log file review revealed that the eogo did not appear to interfere with the pump flow. The eogo was treated with surgery, which subsequently resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Additionally, the reported extrinsic outflow graft obstruction (eogo) could not be confirmed as no images were submitted for review and the device remains in use. Furthermore, review of the submitted log files confirmed several transient pump stops, which appeared consistent with electrostatic discharge (esd) events. The submitted controller event log file contained events from 25jan2025 at 18:09:23 ¿ 30jan2025 at 15:14:36, per the timestamps. Several transient pumps stop events preceded by com_a_fault, com_b_fault, and low pump current fault flags were captured between (B)(6) 2025. These events appeared consistent with pump resets due to electrostatic discharge (esd). After each pump stop event, the pump ramped back up to the stored patient speed without issue. No other notable events or alarms were captured, and the system appeared to be operating as intended at the stored patient speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The investigation also found several pumps reset events were noted in the lvad event log file between 22jan2025 at 06:00:44 ¿ 25jan2025 at 06:52:20. A specific cause for these events could not be conclusively determined, as there is no controller event data available for this timeframe. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including renal failure, that may be associated with the use of the heartmate 3 lvas. Section 1 of the patient handbook, ¿introduction¿, warns that high levels of static electricity may damage or harm the system and may cause your pump to stop. This section instructs that the device should be connected to battery power before performing activities that can generate static electricity and lists some possible activities that can generate static electricity. Section 4 of the patient handbook, ¿living with the heartmate 3¿ also contains a section entitled ¿static electricity¿ that lists ways to reduce static electricity. Electrostatic discharge is included in the ¿ safety testing and classification¿ tables of this document. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6 of the IFU, ¿patient care and management¿ explains that strong static discharges should be avoided, and high levels of static electricity may damage and/or interfere with the electrical parts of the system, disrupt communication, and cause the left ventricular assist device (lvad) to stop. This section instructs that the device should be connected to battery power when performing activities that can generate static electricity and lists some possible activities that can generate static electricity. This section also contains a section entitled ¿electrostatic discharge¿ that lists ways to reduce static electricity. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms, including the lvad fault alarm, as well as how to respond to each alarm condition. Electrostatic discharge is included in the ¿safety testing and classification¿ tables of these documents. The IFU and patient handbook also contain various sections regarding events/actions which would lead to a pump stop, including esd events, driveline disconnection, and full depletion of the batteries and backup battery. Appropriate responses to these situations are also outlined in these documents. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device is included in the heartmate standalone outflow grafts field action issued by abbott. No further information was provided. The manufacturer is closing the file on this event.